Event description:
It was reported that a malfunction alarm occurred. The customer resumed insulin delivery, customer does have manual injection available if needed for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
During follow up with distributor by technical support on march 7th, 2025: this event is a duplicate and captured in mfg report # 3013756811-2024-242050. During follow up with distributor by technical support on march 7th, 2025: this event is a duplicate and captured in mfg report # 3013756811-2024-242050.